Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant: 419678 lead implanted: (B)(6) 2010; 407652 lead implanted: (B)(6) 2010; (B)(4) stent graft, implanted: (B)(6) 2012; (B)(4) stent graft implanted: (B)(6) 2012; (B)(4) stent graft implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was possible premature battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.